Manufacturer narrative:
The product subject to this complaint was not returned for eval. It was not possible to determine the definitive root cause for the alleged mis-labeling of product.

Event description:
It was reported that the package contained the wrong product. No adverse consequences were reported.